Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.

Event description:
Customer reported versed leaked from tubing around the upper fitment above the pump module. Unknown amount of versed lost. Reported pt's vital signs remained stable. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.